Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that a shaft break occurred. During introduction a 2.75 x 28 mm promus element plus stent shaft broke proximally. The procedure was completed successfully with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found that proximal stent row 15 was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was within specification. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 240mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. During introduction a 2.75 x 28 mm promus element plus stent shaft broke proximally. The procedure was completed successfully with another of the same device. There were no patient complications.